Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with heavy tortuosity and heavy calcification. The 3.0 x 28 mm xience v stent delivery system (sds) was advanced for direct-stenting. The sds balloon was inflated to 12 atmospheres (atm) for 30 seconds; however, a balloon rupture occurred during the second inflation of 16 atmospheres, for 45 seconds. A non-abbott balloon was used to fully appose the stent to the vessel wall. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: profit jl4. Device (B)(4) - no pre-dilatation. It was reported that the procedure was being done via direct-stenting (no pre-dilatation). It should be noted that the (B)(4) xience v everolimus eluting coronary stent system instruction for use (IFU) instructs to pre-dilate the lesion to be treated with a percutaneous transluminal coronary angioplasty (ptca) catheter. In this case, it is possible that the reported user error contributed to the reported complaint in this case, it was not possible to perform an analysis on the product because it was not returned to abbott vascular for investigation. There was no report of any damage or leak noted during preparation prior to use or during the first inflation, which suggest that a product deficiency did not contribute to the reported complaint. In this case, it is most likely that the balloon material was damaged (scratched) during interactions with accessory devices and/or the reported un-predilated heavily calcified, heavily tortuous, 90% stenosed lesion, such that the balloon ruptured during the second inflation attempt. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for balloon rupture or failure/partial stent deployment for this lot. There is no indication of a product quality deficiency. All stent delivery systems (sds) are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all sds are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release.